Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter- hair with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter-hair was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube experienced foreign matter in the tube; biological. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 367861 batch no. 9280919 we found a small hair in one tube in an unopened pack of sterile vacutainer tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube experienced foreign matter in the tube; biological. Product defect was noted prior to use. The following information was provided by the initial reporter: material no. 367861 batch no. 9280919. We found a small hair in one tube in an unopened pack of sterile vacutainer tubes.